Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the sales rep indicated the patient was planned to 2 degrees valgus angle. The surgeon ended up resecting femur to 6 degrees and cut an additional 4mm off the tibia. The sales rep indicated the case was planned to psa verse mechanical alignment. The sales rep indicated due to patients larger size it is unusual to have a case planned to 2 degrees valgus angle. When drilling for the tibia the surgeon hit the posterior cortex. The surgeon abandoned the femoral guide and utilized conventional instrumentation. The product was not returned to depuy synthes, however photos were provided for review. See attachment (post op xrays_giddens.jpg). A screenshot of an x-ray was taken of a postop right tka. No evidence of a product malfunction was observed. Without addition evidence, no further conclusion could be drawn. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit r product code: 420916 lot number: 00057318 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed for trumatch CT cut guide kit r. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review :a manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit r product code: 420916 lot number: 00057318 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The sales rep indicated the patient was planned to 2 degrees valgus angle. The surgeon ended up resecting femur to 6 degrees and cut an additional 4mm off the tibia. The sales rep indicated the case was planned to psa verse mechanical alignment. The sales rep indicated due to patients larger size it is unusual to have a case planned to 2 degrees valgus angle. When drilling for the tibia the surgeon hit the posterior cortex. The surgeon abandoned the femoral guide and utilized conventional instrumentation.